Event description:
It was reported that a malfunction occurred on the pump, specifically malfunction code malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, which successfully resolved the issue, and advised the customer to report back if the malfunction recurs. The customer understood and was able to continue using the pump.